Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis revealed 24 ohm impedance on the right ventricular lead. There is an ongoing investigation of this issue which involves the device and not the lead.

Event description:
It was reported that there was low impedance of 24 ohms and a suspected insulation break. The device and lead remain in use. No patient complications have been reported as a result of this event.